Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
A review of the primary surgical notes did not indicate any surgical complications. Range of motion and stability were checked and the patient had well balanced gaps and excellent tracking of the patella. Zimmer package insert persona the personalized knee system states "pain" as a potential adverse effect of the surgical procedure. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided. These devices are used for treatment. A product history search for the tibial, articular surface, and femoral components found no additional reports of pain for the associated part and lot number combinations.

Event description:
It is reported that the patient is experiencing throbbing pain.

Manufacturer narrative:
(B)(4). This product is used for treatment. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. Attempts have been made to obtain additional information however, no further information has been received to date. A definitive root cause for the patient's pain cannot be determined with the information provided.